Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during the procedure, (4) trocars leaked. The surgeon replaced them during the procedure. Uncertain whether the (2) trocars sent in represent the new disign. This was a gasket seal issue and not related to the reducer cap. There was no consequence to the pt.